Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, a valve bent strut was noted upon existing the esheath. The devices were removed as a unit with no complications. New system and valve were used successfully. The sheath liner was noted to be punctured and torn. The patient is stable post procedure. Per pre decontamination evaluation, a liner strand 0.5 inches in length was observed.

Manufacturer narrative:
Please reference related manufacturer report no:2015691-2021-02393. The 14f esheath was returned with only part of the distal end of the delivery system with the crimped valve partially inserted. The returned device was visually inspected, and the following was observed: severe kink 6 inches from the comnut due to packaging. Strain relief severely damaged with a protruding valve strut. After removing the strain relief: first liner tear located 2.5 inches from the comnut, 4.5 inches in length. Second liner tear located at same location as first liner tear, 0.75 inches in length. Liner strand located 3 inches from the comnut, and 0.5 inches in length. Hdpe damage noted proximal to 2nd liner tear. Scratches observed along entire length of the shaft. Procedural imagery shows that the crimped valve was within the sheath with a bent strut on the inflow appearing to be protruding out of the sheath shaft. Upon removal from the patient, the sheath had a torn strain relief and liner as well as multiple punctures. The crimped valve was exposed through the strain relief and liner. Imagery of patient's anatomy reveals that the patient's access vessels had presence of calcification and tortuosity. No functional testing was able to be performed due to the device return condition (shaft kinked, liner torn). Liner thickness was measured along the liner tears and strand, as an out of specification result could be indicative of a manufacturing non-conformance. All measurements met specification. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to sheath shaft liner punctured, torn, and strand. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per instruction for use (IFU) for delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. Note: in expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft punctured, liner torn and liner strand were confirmed based on the imagery provided and through evaluation of the returned device. However, no manufacturing non-conformances were identified. Additionally, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation per report, 'strut on 1st valve caught on plastic of fixed portion of 14fr sheath and peeled back splitting the sheath along the way'. Per imaging evaluation, the crimped valve was noted to have a bent strut on the outflow during the procedure. Additionally, the bent valve strut was protruding through the sheath strain relief. The sheath was also noted to have a torn liner and multiple punctures along the strain relief. Evaluation of the returned device also showed the sheath puncture, liner tear, as well as a liner strand. Per imagery, the access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over manipulate the sheath at any time'. It is possible that the operator may have excessively manipulated the delivery system during advancement through the sheath. The crimped valve likely interacted with the sheath, leading to the observed punctures, liner tears, and liner strand. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural (excessive manipulation, valve caught on sheath/liner) factors may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative correction are not required.